Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration confirmed by ultrasound') in an adult female patient who had essure (batch no. 623221) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pain"), dyspareunia ("dyspareunia"), infection ("infection"), urinary tract disorder ("urinary problems,"), allergy to metals ("nickel sensitivity") and autoimmune disorder ("autoimmune-like symptoms"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, dyspareunia, infection, urinary tract disorder, allergy to metals and autoimmune disorder outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, device dislocation, dyspareunia, genital haemorrhage, infection, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration confirmed by ultrasound') in an adult female patient who had essure (batch no. 623221) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pain"), dyspareunia ("dyspareunia"), infection ("infection"), urinary tract disorder ("urinary problems,"), allergy to metals ("nickel sensitivity") and autoimmune disorder ("autoimmune-like symptoms"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, dyspareunia, infection, urinary tract disorder, allergy to metals and autoimmune disorder outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, device dislocation, dyspareunia, genital haemorrhage, infection, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure migration. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration confirmed by ultrasound') in an adult female patient who had essure (batch no. 623221) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pain"), dyspareunia ("dyspareunia"), infection ("infection"), urinary tract disorder ("urinary problems,"), allergy to metals ("nickel sensitivity"), autoimmune disorder ("autoimmune-like symptoms") and alopecia ("hair falling out"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, dyspareunia, infection, urinary tract disorder, allergy to metals, autoimmune disorder and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune disorder, device dislocation, dyspareunia, genital haemorrhage, infection, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received. Event added- hair falling out reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.